Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and the reported partial clip movement and slda appear to be related to case circumstances as it was reported that after deployment, the clip became mobile due to the pre-existing posterior leaflet prolapse. The recurrent mitral regurgitation (mr) and dyspnea appear to be a cascading effect of the sdla. The reported patient effects of dyspnea and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip mobility and single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was noted to be difficult. One clip (90204u186) was implanted; however, after deployment the clip became mobile due to the pre-existing posterior leaflet prolapse. A second clip was implanted to stabilize the first clip, reducing the mr to 1. On an unknown date, the patient experienced shortness of breath. It was found that the mr increased to 4 and first implanted clip that was mobile, had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2019, an additional mitraclip procedure was performed. One clip was implanted stabilizing the slda clip and reducing mr to 2. An additional clip was advanced and the leaflets were grasped, but the gradient increased to 9mm; therefore, the clip was not implanted and the gradient returned to baseline. No additional information was provided.